Event description:
It was reported that when patient presented in clinic for a follow up, non-sustained rv oversensing episodes due to lead noise was observed on the rv lead. Patient was asymptomatic. Due to lead noise inappropriate tachycardia therapy was observed however it was inhibited by the device. All other lead measurements were stable. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure.